Event description:
It was reported that the log files were submitted for evaluation with concern for damage on the modular cable. The patient was sleeping on battery power. The patient presented with excessive fraying the modular cable with extensive damage to the protective sheath. Reinforcement was attempted with duck tape by the family. Interrogation revealed no active alarms. The duck tape was removed and it was reinforced with rescue tape. The log files were reviewed and there were no unusual events recorded in the log files. Despite the reported damage the modular cable and device were operating as intended. It was suggested that the modular cable be replaced when possible and this should only be done when the patient can tolerate a pump stop. It was also seen in the log file the patient had not connected to the mobile power unit (mpu) which indicated the patient was sleeping on battery power which was not advised by the instructions for use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of excessive fraying and protective sheath damage on a modular cable was unable to be confirmed. The heartmate 3 vad modular cable (lot number 8803027) was not returned for analysis. Provided information stated that the modular cable was reinforced with rescue tape. Review of the submitted log files revealed the modular cable operating as intended throughout the data. No notable alarms or events were observed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch (rev. D) section 2 - ¿system operations¿ and abbott heartmate 3 lvas patient handbook (rev. A) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The user is instructed, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the IFU, section 8 - ¿equipment storage and care¿, and patient handbook, section 6 - ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use. The IFU and patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.